Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 and (B)(6) 2022 developed paradoxical hyperplasia (pah/ph) 4-5 months after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient was treated with coolsculpting system applicators to the chest and the lower abdomen. Treatment of chest area represents off-label use in the united states.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d1, d4, g1, h6.